Event description:
Baxter affiliate reports two incidents of a severe pt reaction with the same pt during treatment with a psn 170 dialyzer. On the day of the event it was reported that the pt experienced itchy eyes and shortness of breath. No further info is available for this incident. Two days later pt experienced itchy eyes and shortness of breath. Pt was administered oxygen (route and dose unknown). Treatment was resumed with a dialyzer membrane and it was reported that the pt's symptoms resolved almost immediately. Per baxter affiliate, no hospitalization was required. It is reported that the pt continues to dialyze with a membrane of a different type without incident and symptoms have resolved.